Event description:
During a rotator cuff repair, as the surgeon was switching ports, the first handpiece being used stopped working. He then replaced it with a second one but it also stopped. Surgeon had to close the pt without completing the case as he had planned. Surgery has not been rescheduled. The device is used for treatment.